Event description:
It was reported that a pump was alarming for a door jammed message. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom door jammed was confirmed through the history log, but could not be reproduced. The eval found the force required to secure the door was above expected levels. This was caused by cracked threaded insert bosses and raised threaded inserts, which caused separation between front case and mechanical assembly. The eval also found loose hardware that secures the mechanical assembly to the front case which has been a known contributor to reported symptom. As a result, the front case assembly was replaced.